Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device changeout procedure the physician observed what appeared to be an insulation breach on the existing right ventricular (rv) lead. No performance issues were noted for the lead however, the physician elected to cap and replace the lead at that time. No patient complications have been reported as a result of this event.